Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of questionable ise indirect na, k, cl for gen.2 results for a patient sample on a cobas 6000 c (501) module. Of the data provided, there were discrepant sodium (na) and chloride (cl) results. The initial na result was 126 mmol/l and the repeat result was 138 mmol/l. The initial cl result was 113 mmol/l and the repeat result was 102 mmol/l. The erroneous results were reported outside of the laboratory. There was no adverse event. The customer stated that they were receiving an ise analyzer alarm. The na and cl electrode lot number and expiration date were not provided. The field service engineer (fse) checked the ise module. The fse ran an ise check that was acceptable and a precision that was within specifications. The fse could not determine a cause.